Event description:
It was reported that while the guidewire was being loaded into the microcatheter, it broke at the middle section. There was no patient involvement.

Event description:
It was reported that while the guidewire was being loaded into the microcatheter, it broke at the middle section. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was broken and two pieces were returned: the proximal fragment had a length of 71.0cm and the distal fragment had a length of 109.5cm. The guidewire was bent on several places along its length. Magnified examination of the fracture site showed the hypotube and inner core wire were fractured. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. It was determined that the fracture site contained transversal marks, indicating a cyclic bending event (bending moment applied to cycling/rotating motion). However, review and analysis of available information failed to identify a definitive root cause for the reported event and observed issues. Therefore, a root cause of undeterminable has been assigned to the reported event.

Event description:
It was reported that the guidewire broke while being loaded into the microcatheter. There was no patient involvement.